Event description:
A nurse reported that during implantation of an intraocular lens (iol), the capsular bag tore. The iol came loose and remains in the vitreous. The wound was widened to allow removal of one of the haptics.